Event description:
It was reported the programmer is "not working" properly and that it can only "interrogate intermittently."

Event description:
The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the rf (radio frequency) head was not able to interrogate and the rf head failed uplink functional tests; rf head cable found out of electrical specification. Analysis also found the rf head upper case lens is cracked. (B)(4).

Manufacturer narrative:
Correction: further review prompted a change in the evaluation conclusion.